Event description:
It was reported to medtronic minimed that the customer reported issues with no data being sent from the minimed mobile application to carelink, carelink personal login assistance, loss of connection between the pump and the mobile device, loss of communication between the pump and the transmitter, and an issue with a ¿replace battery now¿ alarm. The customer reported no adverse event. The event involved product(s)mmt-1884, mmt-6101, mmt-7333. Troubleshooting was performed for no data from minimed mobile application to carelink. The customer uploaded data successfully to carelink, and the reported issue was resolved with no escalation required. Troubleshooting was performed for unexpected carelink personal login. The customer was successful in logging in to carelink personal, and the reported issue was resolved with no escalation required. Troubleshooting was performed for loss of connection between pump and mobile device. Unpairing and re-pairing the pump and mobile device resolved the issue, and no escalation was required. Troubleshooting was performed for the loss of communication between the transmitter and the pump. The transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter; the transmitter blinked when attached to the sensor and began communicating. Troubleshooting was partially performed for the replace battery alert. No harm requiring medical intervention was reported. No product return is required for mmt-1884. Product return is not applicable for mmt-6101, mmt-7333.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.